Event description:
On (B)(6) 2010 this (B)(6) yr old male underwent a total left hip arthroplasty under dr (B)(6). A stryker rejuvenate modular stem and neck device was implanted. On 06/28/2012, stryker issued a voluntary recall of the a stryker rejuvenate modular stem and neck. A reactive issue and corrective phenomenon had been determined to affect some of the pts with the implant. The concern is for chromium and cobalt fretting out into the tissue of the affected pts causing severe tissue damage. On (B)(6) 2013, pt underwent synovial aspiration of the hip. On (B)(6) 2013, pt underwent revision of the left hip and the stryker rejuvenate device explanted by dr (B)(6). Extensive debridement of the joint was done.